Manufacturer narrative:
Additional information - the replaced portion of the driveline was received on 02/07/2017 and the explanted pump was subsequently received on 03/28/2017. A distal end driveline replacement was performed on (B)(6) 2017 and the replaced portion was returned in a segment measuring approximately 29 inches. A repair site was observed from a previous distal end repair was observed. An electrical continuity test of the returned driveline segment was conducted and all wires were found to be electrically intact. The silicone jacket and clear bionate layers appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The pump was returned assembled with the driveline cut approximately 2 inches and 14 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Both the pump-end segment and the distal segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the pump end segment of the driveline revealed breaches on the black wire, 0.5 inches from the pump housing and on the orange wire, 2 inches from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield. Both the pump-end segment and the distal segment of the driveline were then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. The test revealed an additional breach in the yellow wire, 5 inches from the pump housing. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted system controller log file. If the exposed conductors of any two wires from different phases made simultaneous contact with the braided shield, the resulting electrical short had the potential to cause the pump stoppages while the system was operating on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced prior external driveline repair was reported under medwatch MFR report# 2916596-2016-02043. Approximate age of device - 4 years, 8 months. The replaced portion of the driveline was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple pump stoppage events with red heart alarms occurred while the lvad system was powered by the power module. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events while the patient was connected to the power module and also when one lead was connected to the power module and one lead was connected to a battery, but no pump stoppage events were seen when the patient was solely on battery power. The internal x-ray revealed what appeared to be a small amount of shield separation at the pump end. The remainder of the x-rays were unremarkable. The patient had received a previous external driveline repair where the maximum length of the lead was replaced. It was recommended that the patient continue to use battery power or an ungrounded patient cable with the power module. On (B)(6) 2017, the technical service representative performed a driveline continuity test and found there were no broken wires, indicating potential short-to-shield due to conductor insulation compromise. A distal driveline replacement was performed up to the previous repair, which was approximately 1/4 inch away from skin exit site. After the replacement was completed, the lvad system was connected to a grounded power module patient cable and the patient was instructed to move around, bend at the waist and twist side to side. No alarms occurred. The patient has been asymptomatic. On (B)(6) 2017, it was reported that pump stoppage events occurred over the weekend and the patient received a subcostal approach pump exchange on (B)(6) 2017.